Event description:
The reporter stated that the surgeon was advancing aa4204vl single piece silicoe lens in the injector and noticed the lens was torn and opted not to use it. No patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: a visual inspection of the returned product shows the lens has a tear in the optic into the plate haptic. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned.